Event description:
I was shocked 11 times by a medtronic defibrillator that was implanted in (B)(6) 2018. One of the leeds broke and set the alarm off and I was shocked around 11 times according to the reading of the monitor that reads the actions of the device. I no longer have a defibrillator, the (B)(6) replaced it with a pacemaker and I am supposed to have another device implanted on the right side of my ribcage. I have not had this done due to the fear of another faulty device. I am absolutely traumatized because of the experience I had. I'm not sure how to answer this as I have not followed up with having the additional surgery. My ejection fraction is not high enough to not require surgery. Basically I'm playing russian roulette by not having it done but I am terrified of another event such as what I already have been through.